Manufacturer narrative:
Concomitant products: patient medications include atorvastatin, carvedilol, clopidogrel, finasteride, furosemide, lisinopril, and metformin. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2015, the patient underwent treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. It was reported a contralateral leg component was advanced into position within the sheath with no resistance, and the device was deployed with no issue. During removal of the contralateral leg component from the patient, it was reported the leading olive detached from the delivery catheter. The device was reportedly not advanced outside of the sheath and no resistance was met during withdrawal when the leading olive detached. It was reported the leading olive detached and remained on the guidewire, so the introducer sheath was removed, and a 12 fr sheath was advanced directly over the detached olive. The leading olive was able to be captured within the sheath and was removed from the patient with no issue. The procedure was completed with no further issues, and the patient tolerated the procedure.

Manufacturer narrative:
(B)(4) - refer to the evaluation summary below for the results of the engineering evaluation. Evaluation summary - the contralateral leg component was returned to gore for evaluation. Visual inspection of the device showed that the leading olive had pulled off the delivery catheter. No damage was seen on the leading end of the delivery catheter guide wire lumen, and no material from the leading olive was seen at the leading olive bond site of the delivery catheter. No damage was seen to the leading olive, and no material from the guide wire lumen was found inside the leading olive. The findings from the investigation showed no evidence of a bond for the leading olive to the delivery catheter on the polyimide guide wire lumen or inside the leading olive. The findings from the evaluation are consistent with the reported observations. The root cause for the leading olive separation is due to a lack of bonding between the leading olive and the delivery catheter. The root cause for the lack of bonding between the leading olive and the delivery catheter could not be determined based on the currently available information.